Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care (adc) device, with symptoms of an infection. The customer experienced symptoms such as warm and swollen on the insertion site. The customer had contact with a healthcare professional who prescribed the customer with amikacin (antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.